Event description:
The customer reported a leak of approximately two to two and one half milliliters of diluent from the probe that spilled onto the counter after running quality control (qc) on a coulter act diff analyzer. The leak was not contained within the unit. The healthcare worker interfacing with the instrument was wearing personal protective equipment (ppe) consisting of only gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via beckman coulter inc led customer troubleshooting. The beckman coulter inc representative advised the customer to don appropriate personal protective equipment. The customer was instructed to clean the probe wipe block. After troubleshooting the customer ran all three levels of quality control and no drip was seen, and controls recovered well within range. The instrument was returned into service after completion of the verified repairs. The failure mode of this event was likely due to a dirty probe wipe block. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).